Event description:
(B)(6). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to a sales rep and forwarded by our local affiliate (B)(4). This case involves a pt (age and gender nos) who was treated with poly-l-lactic acid (sculptra). Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, some nodules were detected on the periocular area, marionette lines, and both cheeks. It is unk if any corrective treatment was provided. Event outcome is unk as the physician has lost contact with the pt. Per our affiliate, further info is not available. Reporter's causality assessment: possible.